Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device embolization occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed in the late morning. The patient's anatomy was noted to be moderately challenging and the transseptal crossing was a moderate angle to the laa. The la pressure at the time of implant was 18mmhg. After all release criteria were met, a 27mm watchman flx¿ left atrial closure device was implanted successfully. Six weeks post procedure, during the follow up transesophageal echocardiogram (tee), it was revealed that the device had embolized and was situated in the aortic arc. The patient had no symptoms or any other restrictions. A few days later the device was successfully snared and another watchman laa closure device was implanted. There were no further patient complications reported and the patient was in a stable condition post-procedure.